Event description:
On (B)(6) 2011 customer reported that approximately 30 ml of diluent had leaked at the differential module area of their lh750 instrument. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the sample line (tubing) had come off of the flowcell. Fse replaced the differential, retic, and sample lines (tubing) and t-fittings. The retic stain pump was cleaned and tubing at valve vl94, vl129 and from pump motor pm11 to the retic shear valve was replaced. Repair was verified and the system was validated.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).